Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the user account had been locked out. A technical support specialist attempted to perform a password change from a work computer. The customer confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device. E.1 initial reporter facility: (B)(6) hospital.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, it had a user unable to login to multiple devices with fingerprint. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.